Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) on an unknown date approximately six months after starting peritoneal dialysis therapy, the patient experienced a left inguinal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a left inguinal hernia coincident with automated peritoneal dialysis therapy. The left inguinal hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the left inguinal hernia was unknown. It was not reported if the left inguinal hernia worsened with peritoneal dialysis therapy. On an unknown date, the patient underwent a hernia repair surgical procedure. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the left inguinal hernia. No additional information is available.